Event description:
It was reported that during a gastric bypass procedure, the device was difficult to close with the original cartridge. Changed to a new device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.